Manufacturer narrative:
Follow-up #1: date of submission: 26-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: a review of the black box showed an auto off alarm with deliveries never resumed. An unexplained power on reset was in the black box and deliveries were resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering within the required range and delivering accurately. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose correctly showed 48 units. No alarms or power on resets occurred during testing. The complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No additional information is available at this time. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.